Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Should additional information become available this report will be updated.

Event description:
It was reported that a lead that was implanted into the left bundle branch (lbb) had three marks left by a slitter during during the implant procedure. Technical services (ts) was consulted and discussed how this could compromise lead integrity of the lead. The status of the lead is unknown. No adverse patient effects were reported.